Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal was not folded over. The seal did not burito correctly in order to be properly loaded into the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).